Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had new symptoms. The patient stated that she had bowel leakage and large bowel movements. The patient mentioned that it occurred daily and there was no fall/trauma related to the issue. The patient noted that she last had an adjustment on (B)(6) 2018 and she moved from program 1 to program 2. The patient reported that she felt stimulation on (B)(6) 2018 and the last time she felt stimulation was a couple of days after that. The patient confirmed that she had not used the patient programmer since then and was currently not feeling stimulation. No trouble shooting attempts were made due to lack of access to the product. The patient stated that her husband was not there to work the programmer. The patient also mentioned that her ambassador told her she could call her before, during, or after implant. The patient noted that she had 1 medium bowel movement and 2 large bowel movements, along with bowel leakage. It was also reported that it was working and stopped helping her symptoms. The patient stated that her symptoms came back and she had frequency and a urinary tract infection (uti). The patient stated that it was nothing new but she may have a uti. There were no further symptoms or complications reported or anticipated.